Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found no image due to defective video connector and the battery on the printed circuit board has run out. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center had no image occasionally and the image flashes occasionally. The issue was found during preparation for use for a therapeutic appendectomy (medicine) procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over thirteen (13) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that image blackout was due to faulty video connector. Olympus will continue to monitor field performance for this device.